Event description:
Customer reported a port issue with his adc blood glucose meter and noted the meter turns on when the button is pressed, but not with test strip insertion. Customer further reported that due to this he subsequently experienced feeling "sweaty and weak". Customer self-presented to his healthcare provider and was diagnosed with hyperglycemia. Customer noted he had "blood work and an x-ray" and was treated with glucose "IV injection". Customer reported he self-treated with orange juice, but refused to continue troubleshooting so no further information was obtained. There was no report of death or permanent injury associated with this issue.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). It should be noted: customer refused to provide his date of birth or weight. Additionally, the reported treatment with glucose is inconsistent with the reported diagnosis.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1257518) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
(B)(4): it was previously reported that the product was freestyle freedom lite meter. The correct product is freestyle lite meter. This section has been updated to reflect the correct information. (B)(4).